Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.